Event description:
The customer reported that the mattress envelope nylon material is ripped. There was no patient injury reported. Evaluation of the returned product shows that the drainage port at the start and end has a 4 foot tear.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the panel side a drainage port at the start and end has a four foot tear. Panel side a mattress envelope has a eight foot tear. Panel side c right leg slider body open. (B) (4).